Event description:
Doctor reports lens replacement due to keratoplasty which he implies is lens related. He reports he saw pt for the first time in the spring of 1996 with pseudophakic bullous keratopathy.